Event description:
Patient being cryoablated for avnrt, had previously compromised avn function. During fast injection of 25 seconds, catheter may have moved anteriorly and the physician observed a complete av block. After 5 minutes a temporatry pacemaker was inserted, after 24 hours, patient conduction returned to normal sinus rhytm and no permanent pacemaker was required. The onset of the complete av block occurred during a fast injection using the device adjacent to av node. The device did not malfunction. Possible catheter movement during fast injection. This event constitutes a serious injury because the ablation was terminated early and further medical intervention was required: temporary pacemaker was implanted.